Event description:
An adult female diagnosed with ovarian cancer was being transfused through the device and 30 minutes into the transfusion experienced a decrease in blood pressure. The transfusion was stopped and corrected itself, but the pt was not reinfused. Pt was on ace inhibitors and this was her second reaction with this device.